Event description:
The customer reported that he was treated by the paramedics due to low blood glucose levels. The customer stated that he had been experiencing blood glucose levels over 300 mg/dl. The customer stated that the bolus wizard suggested a bolus of 10 units for his blood glucose. The customer realized that this was too much insulin and the paramedics were called once his blood glucose levels began to drop quickly. Troubleshooting was performed. Found that the customer entered his blood glucose reading instead of the carbohydrate amount, which is why the insulin pump suggested the amount that it did. Also checked the daily totals, and found that they were not adding up correctly. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.